Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they are having problems with the communicator. Patient said the scs was placed on (B)(6) and was put on a very low setting as they wanted the patient to heal and patient noted they didn't feel anything. Patient stated they went to the doctor's office on wednesday for their post-op appt. And met with the manufacturer representative (rep) who went over everything with them and showed them how to use it. Patient said (B)(6) and their managing clinician, dr. (B)(6) (first name: asked, unk), have been wonderful. Patient said the therapy was working on the left side but on the right side when rep turned it up, they had some bad pain like a muscle cramp so they put it on a low setting. Patient then said they were on their way home from the appt. And their left side was at 3.7 or 3.8 and it was starting to get a little much for them so they went to lower the stim but were not able to. Patient said it seemed like the communicator had disconnected from the handset and patient was being prompted to enter in the communicator s/n. Patient then sent a message to rep and then another rep was in the or. Patient said when the rep finally got back to them, they showed the patient how to turn stim off with the recharger as it was driving them nuts from 12:00-4:00. Patient said the ins and communicator were both at 90%. Patient said they then plugged the communicator in for about an hour but there were no lights on the communicator. Patient said they tried to plug it into other outlets and used other cables but this didn't resolve the issue. Patient said they sent a video of the issue to rep and were planning to meet today about it at 1pm. Patient said they were pressing the power button on the communicator and nothing was happening and this was only a few hours after the hcp appt. Patient said they charged the communicator last night and then all of a sudden it started working/charging and the lights came on. Patient said it took about 5 hours to get to 100% battery and when they turned it on at 5am it was at 50%. Patient said they texted rep at about 8/8:30am to let them know it was working now and they planned to follow-up later. Patient also said today earlier that the communicator battery was at 90% and it is at 50% now and it is dropping drastically. Patient said they also seem to have a problem connecting sometimes. Agent had the patient turn both devices on and open up the mystim rc app and patient reported seeing no device found. Patient pressed retry and saw the unable to connect message. Patient pressed retry again and then saw no device response. Patient tried again to connect and then was able to successfully connect to the implant. Patient confirmed the ins battery is at 80% and the communicator is at 50%. Patient said they have already tried resetting the communicator and when agent walked patient through during it over the phone patient said that the lights turned off for a few seconds but then came back on by themselves without the patient doing anything. Agent directed patient to reset the communicator again - patient reported seeing blue and red flashing lights and then confirmed the lights went off and stayed off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue if the replacement communicator does not resolve the issue. A replacement communicator was sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.